Manufacturer narrative:
The catheter was not returned to steris for evaluation. The instructions for use include the following directions, "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. Caution: if using a scope in the retroflexed position, ensure catheter and scope are completely defrosted before repositioning or withdrawing. Withdraw scope and catheter in the straight position. Caution: ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Caution: care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." No additional issues have been reported.

Event description:
The user facility reported via medwatch report # (B)(4) that after removal of their device from the patient, the catheter for their trufreeze system broke after the second treatment. The procedure was completed successfully. No report of injury.